Event description:
It was reported that the patient presented to the clinic via remote monitoring with an alert for right ventricular lead impedance greater than the upper limit. Upon examination, the clinician noted that the patient was having an ablation procedure and speculated that the impedance measurement coincided at the time of procedure. The impedance trend appeared stable. It was recommended that the clinician continue to monitor for any recurrences. No intervention was performed. There were no adverse consequences reported on the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).